Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the product code and/or lot number of the device be provided? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? How was it confirmed that the staples were malformed during the rectal exam? How was the leak addressed? Were malformed staples visualized? What is the current status of the patient?

Event description:
It was reported that the doctor performed a lower bowel resection on a patient and used an unknown circular stapler to perform the anastomosis. The patient returned with a post op leak. The leak was repaired but the doctor noted that when he performed a rectal exam, he felt misformed staples. The doctor didn't indicate if the staples were removed, replaced or if an additional procedure was performed to resolve the misformed staples. The patient was released and is doing fine.